Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected h3, corrected h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The liner puncture reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this event. Additional assessment of the failure mode is not required at this time. The 14fr esheath+ was returned to edwards lifesciences for evaluation. The device was visually examined, and the following was observed: liner torn for 8" starting from distal strain relief, remainder of liner was expanded. Distal tip expanded with minor hdpe stretching. Some scratches visible on the shaft. Segment of the liner appears stretched, starting approximately 4.75" from distal strain relief and extending approximately 2" in length. The stretching appears unrelated to the torn liner based on how distal the stretching is from the start of the torn liner. The stretching appears to be a consequence of the tear and not a causal factor. Hdpe strand observed approximately 4" from distal strain relief and is approximately 0.4" in length. Engineering used tweezers to straighten the material, and it remained attached. Liner thickness was measured along the liner tear, and all measurements were found to be within specification. Due to the condition of the returned device, functional testing was unable to be performed. Imaging was provided for review and revealed the following: presence of some calcification in the access vessels. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive investigations, sheath liner tear events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, and/or withdrawal of an altered balloon profile of the delivery system or bav. The liner puncture was confirmed based on returned device condition. Available information suggests patient factors (calcification) could have contributed to the event as some calcification was present in the imaging evaluation. In addition, scratches were noted on the sheath shaft of returned product, in further support of shaft interactions with vascular calcium. Calcification can damage the exposed portion of the sheath liner, which can lead to immediate cutting, tearing, or weakening of the liner. A weakened liner can also tear during advancement or retrieval of the delivery system or balloon catheter. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards lifesciences field clinical specialist, the 26mm sapien 3 ultra valve and commander delivery system exited the seam of the 14fr esheath+ when advancing through the sheath during a transfemoral tavr procedure. The sheath and delivery system were removed as a unit. The same access site was used for a new delivery system and sheath. Another 26mm sapien 3 ultra was then successfully implanted in the aortic position. There was no patient harm, and the patient was reported to be doing great post procedure.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction of device information from the site. Device information confirmed by returned device. The following sections of this report have been corrected: d4 lot number and d4 primary unique device identification number. Investigation is ongoing.